Event description:
It was reported that prior to beginning an implant procedure, the lead helix was unable to be extended. During the procedure, it was reported that the lead was unable to be implanted. The lead was replaced and the procedure was completed successfully. The patient was discharged and no further patient consequences were reported.

Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.